Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was reported to have been physically damaged and had 'cracked' according to a patient advocate. The patient was advised to contact their doctor and the ICD remains in service. No adverse patient effects were reported.